Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
When they removed the jada from the patient all together, she bleed even more [device ineffective]. Physician reported they had an issue with jada. Apparently after treatment for several hours, they went to remove the fluid from the cervical seal but nothing came out [device use issue]. Case narrative: this spontaneous report originating from united states as received from a physician via designated point of contact (dpoc), referring to a female patient of unknown age. The patient's medical history, concurrent conditions, concomitant medications, and drug reactions / allergies were not reported. This report concerned 1 patient and 1 device. On an unknown date, the patient had vacuum-induced hemorrhage control system (jada system) placement (lot# and expiration date were not reported) by health care professional for bleed (postpartum haemorrhage). On (B)(6) 2023 (yesterday), the physician at council on resident education in obstetrics and gynecology (creogs) conference reported that they had an issue with vacuum-induced hemorrhage control system (jada system) and apparently after treatment for several hours with vacuum-induced hemorrhage control system (jada system), they went to remove the fluid from the cervical seal, and nothing came out (device use issue). When they removed the vacuum-induced hemorrhage control system (jada system) from the patient all together, she bled even more (device ineffective). For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. It was unknown if unit was available for retrieval. No additional adverse event (ae) / product quality complaint (pqc) reported. Therapy with suspect therapy vacuum-induced hemorrhage control system (jada system) was withdrawn. Upon internal review, the event of device ineffective was considered to be medically significant. FDA code: (health effects - health impact per annex f): 4648 insufficient information (there is not yet enough information available to classify the health impact).